Manufacturer narrative:
The initial MDR 2432235-2019-00469 was filed 26-dec-2019. Additional information (6-jan-2020): a siemens headquarter support center (hsc) representative further investigated the event and determined a siemens customer service engineer (cse) proactively replaced the 2-way teflon valves for the acid and base pumps, replaced the four aspirate probe pinch valves and replaced the resuspend 1 connector due to a minor leak. The cse also cleaned the luminometer assembly and checked critical mechanical calibrations. The cse performed a 1000 replicate run of thyroid stimulating hormone (tsh3-ul) without any further signal errors. The potential cause of the multiple discordant thyroid stimulating hormone (tsh3-ul) test results was the 2-way teflon valves for the acid and base pumps. The instrument is performing within specification. No further evaluation of this device is required. The conclusion codes were updated.

Manufacturer narrative:
The customer contacted siemens to report multiple discordant thyroid stimulating hormone (tsh3-ul) test results were obtained from an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the instrument was producing signal error flags and that the customer had turned off the instrument due to the errors. Siemens is investigating.

Event description:
Multiple discordant thyroid stimulating hormone (tsh3-ul) test results were obtained from an advia centaur xp instrument. The initial results were reported to the physician(s). The same samples were repeated on alternate advia centaur xp instruments giving different results. The repeat results were reported to the physician(s) as corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant tsh3-ul test results.